Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a routine follow-up high left ventricular thresholds also noted was phrenic stimulation. The lead was explanted and replaced. The patient tolerated the procedure well, no further events occurred.